Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2019, a right ventricular lead issue was observed, which triggered an alert related to low shock impedance transmitted through the remote monitoring system on (B)(6) 2019. Following microport crm¿s recommendations provided in j (B)(6) 2020, a re-intervention was performed on (B)(6) 2020, and the right ventricular lead was replaced. On 02 june 2020, a remote follow-up report was received, still including an alert associated to low shock impedance.

Event description:
Reportedly, on (B)(6)2019 , a right ventricular lead issue was observed, which triggered an alert related to low shock impedance transmitted through the remote monitoring system on(B)(6)2019 . Following microport crm¿s recommendations provided in (B)(6)2020 , a re-intervention was performed on 04 february 2020, and the right ventricular lead was replaced. On(B)(6)2020 , a remote follow-up report was received, still including an alert associated to low shock impedance.

Manufacturer narrative:
Preliminary analysis revealed that the warning associated to low shock impedance observed in the remote report was raised on (B)(6)2019 . This type of warning is only reset when the next valid shock is delivered by the implant and cannot be reset by the programmer during an in clinic-follow-up. This explains why it was still transmitted during the remote follow-up programmed on (B)(6)2020.

Event description:
Reportedly, on (B)(6) 2019, a right ventricular lead issue was observed, which triggered an alert related to low shock impedance transmitted through the remote monitoring system on (B)(6) 2019. Following microport crm¿s recommendations provided in (B)(6) 2020, a re-intervention was performed on (B)(6) 2020, and the right ventricular lead was replaced. On (B)(6) 2020, a remote follow-up report was received, still including an alert associated to low shock impedance.